Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during fill 4 of 5. The home patient (hp) stated the heater line had come loose. The patient was connected either at the time of the alarm or observed air. The baxter technical service representative (tsr) assisted the hp to end therapy and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause for the reported system error 2240 alarm is a loose connection as described by the home patient, who stated the heater bag had become loose during therapy; air introduced into the system can cause the alarm. If additional relevant information is received, a follow-up will be submitted.